Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was observed and unidentified opening on the border of the insert to shell bond area which is related to the reported complaint. According to the current risk documents the event of leakage (or opening) in the insert/shell assembly process is a known failure mode and manufacturing process controls and inspections are stablished to reduce the incidence of this failure mode. This event was presented to the CAPA steering committee and it was decided to open CAPA to address the event of openings in insert to shell bond area. During the trend review of all complaints with an opening on border of insert to shell bond area for tissue expander it was noted an outlier in (B)(6) 2019. However all the events are being captured in CAPA. Additional, changed, and/or corrected data: h.6.

Event description:
Distributor reported "breakage of tissue expander. Saline injection part on the tissue expander tore". The device has been explanted. This record is for unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening linear on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: -a sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.1., d.2., d.4., d.10., g.5., h.3., h.4., h.6., h.10.

Event description:
Distributor reported "breakage of tissue expander. Saline injection part on the tissue expander tore". The device has been explanted. This record is for unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Distributor reported "breakage of tissue expander. Saline injection part on the tissue expander tore". The device has been explanted. This record is for unknown side.